Event description:
Rptr alleged obtaining a discrepant blood glucose value of 107 mg/dl back to back with a result of 293 mg/dl when testing was performed within 10 mins on the advantage system. Rptr stated that at a different time and on another day, a result of 400-499 mg/dl was obtained within 10 mins of a result of 200-299 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.